Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 6.2 mmol/l, 4.1 mmol/l, 3.2 mmol/l, 2.9 mmol/l, and 3.3 mmol/l. Low blood glucose symptoms were reported with these results. Customer self treated with a banana and a glass of juice. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(4).